Manufacturer narrative:
(B)(4).

Event description:
A connection loss was reported to have occurred for (B)(4). Data was provided for evaluation. Data investigation confirmed a connection loss on (B)(4) 2018 for (B)(4). The root cause could not be determined post investigation. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.